Event description:
It was reported by the rep that when the device, with reload, was used during a wedge resection procedure, an incomplete staple line and malformed staples occurred. Another device was opened to complete the case. There was no consequence to patient.